Event description:
It was reported that the user¿s freestyle libre 3 sensor was connected to the abbott app instead of the ilet mobile app, resulting in the ilet indicating the sensor was in use by another device and preventing integration. Symptoms included no reported clinical effects. Outcomes included user education and restoration of use by replacing the unusable sensor and instructing the user to pair the new sensor through the ilet app. Investigation included customer support review and troubleshooting with user guidance. Investigation of this case revealed an integration failure due to the sensor being paired to a non-ilet application, consistent with use error and device-to-device connectivity conflict. It was concluded, based on previously established findings for similar reports, that the cause was user error related to incorrect app pairing.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.